Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint record. The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to use of a bent/kinked/damaged guidewire and reshaping of the guidewire. The sample was not returned. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions or use states in the adverse events. Do not reshape the guidewire in any way. Attempting to reshape the wire may cause damage, resulting in the release of wire fragments to the urinary system. When exchanging or withdrawing a catheter over the guidewire, secure and maintain the guidewire in place under fluoroscopy to avoid unexpected guidewire advancement. Otherwise damage to the urinary channel by the wire¿s tip may occur. Manipulate the guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire¿s tip under fluoroscopy. Excessive manipulation of the guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip¿s behavior and/or location seems improper, stop manipulating the guidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire¿s tip, damage to the catheter, or damage to the urinary system. If necessary, remove the guidewire and ancillary device or scope as a complete unit to avoid complications. Do not attempt to use the guidewire if it has been bent, kinked or damaged. Use of a damaged wire may result in damage to the linings and associated tissue, channels or ducts or release of wire fragments into the urinary system. No sample received.

Event description:
It was reported that the patient experienced injury on the renal pelvis by the guide wire. Medical intervention was unknown.